Manufacturer narrative:
Welch allyn is reporting this in an abundance of caution for a potential unexpected device shutdown. A follow-up report will be submitted once the device evaluation is complete.

Event description:
The customer stated that the device would turn on, take vitals, stay on for a few minutes and then beep a few times and shut off.

Manufacturer narrative:
Welch allyn product service confirmed the device was received with a low capacity battery, due to battery age, which caused the issues as specified by the customer. A known good battery was found to resolve the issue. No failure was found within the device itself. The operator's manual provides an annual battery test to prevent this type of failure. No further investigation will be conducted.